Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 12-nov-2025. A visual inspection and force test of the returned device were performed following j&j medtech procedures. Visual analysis revealed reddish material presumably blood in the pebax section. Further investigation revealed a hole in the surface of the pebax. A force test was performed and the device was recognized and visualized correctly; however, error 106 displayed on screen. Due to this condition, the handle of the device was dissected, and resistance of the sensor pads on the printed circuit board (pcb) was measured and the results were found out of specifications. A dissection was performed right after at the tip area and an open circuit was identified. In addition, further investigation of the peek housing section revealed that there was excessive adhesive (polyurethane - pu) on the wires. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The force sensor error could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the open circuit could not be determined and the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The root cause of the adhesive condition was traced to the manufacturing process. The damage observed in the pebax was not related to the reported event. The instructions for use (IFU) contain the following information: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. To ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. If the force problem persists, replace the catheter cable or the catheter. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to address process opportunities related to adhesive issues. Explanation of codes: investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. Investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿reddish material presumably blood in the pebax section¿ and ¿a hole in the surface of the pebax¿. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿force sensor error¿ issue. In addition, biosense webster inc. Analysis finding of the ¿error 106 displayed¿. Investigation findings: assembly problem identified (c1601) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the biosense webster inc. Analysis finding of the ¿peek housing section revealed that there was excessive adhesive (polyurethane - pu) on the wires¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. The error showed a catheter sensor error. Performed a reconnection of both ends from the patient interface unit (piu) cable and the catheter and the issue still persisted. Replaced cable (cr3434ct) issue still persisted. Replaced to a new catheter and the issue resolved. The procedure was successfully completed. The surgery was delayed 3 minutes. No patient consequence reported. Additional information was received which indicated that it was a force sensor error. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 06-dec-2025, observed reddish material presumably blood in the pebax section. Further investigation revealed a hole in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 06-dec-2025 and have assessed this returned condition as reportable.